Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): device remains in use.

Event description:
The patient's spouse reported that the patient noted an audible alert from the device. Follow-up was attempted with the physician's office did not yield any additional relevant information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.